Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a dislodgement leading to diaphragmatic stimulation. The ra lead was reprogrammed, repositioned and remains in use. No further patient complications have been reported as a result of this event.